Event description:
The device(s) were implanted in 2004. Twenty-nine days later the facility's head nurse informed the manufacturer's (MFR.) Vascular access specialist (vas) of the following: the pt had a pocket infection. Culture revealed e. Coli. The valve was removed as the pt has a history of heart valve replacement, and pt was treated with antibiotics. The pt was receiving their hemodialysis via the lateral valve and femoral, and will be scheduled for a valve replacement when the infection resolves. No further details were provided at this time.